Event description:
It was reported that a lead warning was triggered. The lead was noted to have switched polarization and there was high impedance in both bipolar and unipolar mode. The lead was left in unipolar mode and will be closely monitored. No patient complications have been reported as a result of this event.

Event description:
It was reported that a lead warning was triggered. The lead was noted to have switched polarization and there was high impedance in both bipolar and unipolar mode. The lead was left in unipolar mode and will be closely monitored. No patient complications have been reported as a result of this event. It was further reported that the right ventricular lead had increasing impedance and thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.